Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker exhibited rf telemetry anomaly. No intervention was performed. The patient status was unknown.

Event description:
New information received notes that the issue was discovered when patient was presented for a follow-up in clinic. The pacemaker exhibited no rf telemetry. No patient consequences were noted.